Manufacturer narrative:
On 03jun2019, a medical report and a pharmacy receipt were received from the patient. Date of visit: (B)(6) 2018. Dx: os idiopathic cornea ulcer, idiopathic acute conjunctivitis, dry eye syndrome, idiopathic keratitis. Comment: ¿18jun2018 examined and treated for such reason. We assume medical events were related to contact lens wear.¿ pharmacy receipt: (B)(6) 2018; 6 visits: (B)(6) 2018. No additional information has been received. If any further relevant information is received, a supplemental report will be filed. Section h ¿ 6: code 1944 - keratitis, code 1784 ¿ conjunctivitis, code 1814 ¿ dry eye(s).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019, a patient (pt) from (B)(6) reported a diagnosis of corneal ulcer while wearing acuvue® 2® define¿ brand contact lenses (cls) in (B)(6) 2018. The pt was not able to use cls for 6 months. On (B)(6) 2019, the pt provided additional information: the pt reported having a long medical treatment due to the corneal ulcer last year. The pt was not able to provide any further medical information. On (B)(6) 2019, the pt provided additional information: the pt reported that both eyes were affected. The pt will try to obtain the medical report. No additional medical information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect cls for right eye (od) was discarded. This report is for the od event. A separate report will be filed for the left eye (os) event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3617470259 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.